Manufacturer narrative:
The build lhr for pn: fg 0005-14 ln: 4680 sn: (B)(4) was examined including the final inspection records and the in-process measurements. There were no relevant non-conformances associated with the lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. The risk management files were reviewed and no new risks were identified.

Event description:
Information provided states that patient had m6-c implanted at c3-c4. The patient presented with neck pain. Imaging showed peri-prosthetic bone erosion on CT. The m6 device was removed.